Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during drain 1. The hp removed the cassette and the hp stated that the table was wet under the hc but no lines or bags appeared to be leaking. The heater tray was dry and the cassette membrane as well. The tsr assisted them with ending therapy in the hc. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 he said what happened that day was some solution leaked from the table he had his hc on, but he was not sure where the solution leaked from. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The sample, with bags/frangible assembly attached, ran on a homechoice machine with no issues noted. The reported problem was not confirmed. The root cause could not be determined.